Manufacturer narrative:
Block h6: device code a040601 captures the reportable event of stent buckled material inside the patient.

Event description:
It was reported that a percuflex ureteral stent was used in a lithotripsy for left renal calculi procedure in the left kidney. During the procedure and inside the patient, it was noticed that the stent was wrinkled. The procedure was completed with another of the same device and there were no patient complications reported.